Event description:
Customer reported the setting on the insulin pump cleared. The device was prompting her to fill tubing and customer was all ready connected. Customer stated she had been of the device for two months because she was having trouble getting her infusion sets. Customer's blood glucose was 420 mg/dl. No alarms were noted in the insulin pump. Performed self test on the device and it passed. Customer was assisted with programming the device since it was stored for a long period of time with out a battery. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.